Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely dust/dirt on the objective lens led to the no image issue. Regarding the dust/dirt on the objective lens, the cause of the issue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited no image, the screen turned black. Additionally, dust/dirt was found on the objective lens. There was no patient involvement.